Event description:
It was reported that the patient experienced a loss of therapeutic effect and loss of bladder control. It was stated that the patient had relief for the first couple of days, but then started to have leakage. The patient was implanted 5 days ago. The patient was currently on program 1 at 1.4 volts and did not feel stimulation. The implantable neurostimulator (ins) was confirmed to be on. The patient increased and felt a little stimulation. Follow up information received reported that the patient still had concerns regarding their device therapy but was working with their doctor and the manufacturer¿s representative. An appointment on (B)(6) 2014 was noted. Additional information reported that the patient had been symptomatic since implant, specifically with nocturnal. The patient has been on program 4 and was programmed to 3+ 0-. She also loses the feeling of stimulation intermittently. She has had the same problems with programs 1, 2, and 3. The trial was not as much relief as she would have preferred. The impedances test performed seemed to be normal to all group. It was later reported the patient was having issues with their implantable neurostimulator (ins). It was stated it never worked correctly and it was reported their healthcare provider stated ¿maybe I didn't implant the wires and stimulator close enough to the bladder" so they took an x-ray. It was noted the patient never heard the results of the x-ray. It was later reported the healthcare provider stated the patient¿s device was defective and needed to be replaced. It was noted there was a possible surgery scheduled for six days following report and they were going to re-implant the whole system because the patient and their family already had it in their mind that the device was defective.

Event description:
It was later reported the patient was not scheduled for a replacement of removal. It was stated x-rays were taken following the patient's complaint and no damage to the lead or implantable neurostimulator (ins) was shown. It was noted the manufacturer representative met with the patient on (B)(6) 2014 and performed an impedance test that came back within normal range for all values. Reportedly, programming was performed and the patient demonstrated appropriate sensory responses. It was stated there was no evidence of device malfunction, however discussion with the patient revealed that ambitious pre-operative expectations may have contributed to the notion that the device was not functioning. It was noted that follow up with the patient had been done since the programming session and they were enjoying a reduction in symptomatic episodes when compared to pre-operative baseline, however they were not "fully satisfied" with the therapy. It was reported the patient's doctor discussed their options with them and the patient was deciding whether to continue to utilize the therapy as is, pursue the possibility of increased efficacy through re-programming, or have the device removed.

Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3889-28, lot # va0clu3, implanted: (B)(6) 2013, product type lead. (B)(4).